Event description:
It was reported that one of the arms/hooks have come loose and the retractor is unusable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "one of the arms/hooks have come loose and the retractor is unusable" the product was not returned to depuy synthes, however photos were provided for review. See attachment processed - (B)(4). The photo investigation did not revealed the reported broken and loose condition of hardinge horizontal retractor. Review of provided does not confirms the broken condition of device and without having actual device for evaluation reported loose condition cannot be confirmed and cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the hardinge horizontal retractor would not contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because lot code provided is not a valid finished goods lot#.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "one of the arms/hooks have come loose and the retractor is unusable" the product was not returned to depuy synthes, however photos were provided for review. The photo investigation did not revealed the reported broken and loose condition of hardinge horizontal retractor. Review of provided does not confirms the broken condition of device and without having actual device for evaluation reported loose condition cannot be confirmed and cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the hardinge horizontal retractor would not contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because lot code provided is not a valid finished goods .

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: one of the arms/hooks have come loose and the retractor is unusable. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the hardinge horizontal retractor was loose from the csk hd screw, sings of hits were observed between the jaw r.h and the csk hd screw. However signs of breakage were not identified. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was performed and was able to replicate the reported loose condition due to the jaw r.h of the device has an undesired movement. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the hardinge horizontal retractor would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.